Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, an attempt was made to deploy a vasoseal es. The deployer experienced difficulty advancing the tissue dilator into the tissue tract. The dilator was removed so the operator could enlarge the tissue tract (with a scalpel or other means). At the time, it was noted that the yellow line was now visible on the locator (indicates a shallow tissue tract). The operator tried to advance the locator but was unable to do so. The operator attempted to retract the j segment but met with resistance. After repeated attempts the operator was able to retract the j segment and the deployment was aborted. When the locator was removed and assessed, it was noted that the j segment was missing. The patient's status was within normal limits. The physician had the patient return to the hospital and a fluoro was performed on the groin area which revealed the j segment in the patient's tissue tract. The patient was prepped in sterile fashion and j segment was removed. The patient was given prophylatic antibiotics. No further complications were reported.